Event description:
Th instrument is the verifynow manufactured by instrumentation laboratory/a werfen company. The device is used for determining a patient's response to plavix and aspirin. Over the past year we have reported numerous testing/instrument failures to il. We were notified today that there is a random issue with test cartridges where a ¿faulty¿ filter can allow blood to seep from the cartridge into the analyzer. They stated there is no impact to patient results, but we are convinced that this is accurate. They have offered to provide us with additional back up instruments at no cost until they are able to find resolution, but to date are not sending out any product recall or product alert.